Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their complete implantable pulse generator (ipg) system was explanted a few days post implant and then later replaced. The patient stated "it didn't last four days". No patient complications have been reported as a result of this event.